Manufacturer narrative:
(B)(4).

Event description:
The customer alleges a leak along the catheter body in between the catheter hub and the box clamp. Another cvc was inserted.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen 7fr x 20cm catheter for evaluation. A visual exam was performed and the catheter showed evidence of use and two slices were identified in the catheter body. Microscopic examination confirmed the two slices in the body. The slices had smooth edges with an appearance that is consistent with being cut by a sharp instrument. The slices were located on the catheter's body approximately 2 and 2.2 cm from the distal end of the juncture hub. The location of the slices is consistent with the slices identified during visual inspection. With the catheter body occluded, water was injected into the catheter luer hubs for each of the extension lines using a lab inventory 10 ml syringe. No leak was observed in the proximal or distal lumen. Two leaks were observed in the medial lumen. The leaks occurred in the catheter body at a location 2 and 2.2 cm from the distal end of the juncture hub. The location of the leaks is consistent with the slices identified during visual inspection. A device history record review could not be performed as the lot number was not reported. The instructions for use (IFU) provided with this kit was reviewed as part of this investigation. The IFU directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow and to not use scissors to remove dressing to reduce risk of cutting catheter. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report that the catheter leaked was confirmed through visual and functional testing of the returned sample. The catheter body leaked from two slices in the medial lumen. The appearance of the slices was consistent with being cut by a sharp instrument. Based on the appearance of the leak site and since no leakage was reported during pre-insertion flushing, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges a leak along the catheter body in between the catheter hub and the box clamp. Another cvc was inserted.